Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Technical support instructed the caller to take several corrective actions involving the disconnection and adjustment of the tubing and bolus delivery. The customer was advised to replace supplies and resume insulin therapy.